Event description:
It was reported that the user experienced severe hyperglycemia after announcing ¿more than¿ for meals to influence dosing and performing additional meal announcements to lower glucose, which led to maladaptation of the ilet pump¿s meal adaptation and inadequate insulin for lunch. Symptoms included hyperglycemia with thirst, with fingerstick values as high as 572 mg/dl and subsequent decrease to 416 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface insofar as meal announcement use contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.